Manufacturer narrative:
Partial lead was returned in three pieces. Reported events of low impedance and noise were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission on (B)(6) 2017. There was impedance change and noise noted on the right ventricular lead (rv) and the impedance was low compared to the historical impedance values of the lead. The patient was not dependent. The right ventricular lead was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.